Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The nature of the infection was not reported. The patient was receiving unknown antibiotics for the infection. It was not reported if the patient was hospitalized for the infection. The outcome of the event was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.